Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the devices in question was implanted sometime in (B)(6) of 2013. The screw in question was stripped and could not be removed with the usual screwdriver. The extraction screw also did not work. The surgeon drilled with the carbide drill bit to released the screw head from the screw shaft and removed the screw from the patient with the reamer. Also, the surgeon used the extraction screw to remove the screw from the plate, but without success. After that the surgeon successfully removed the lcp plate together with the screw. The operation was extended for 30 minutes. There was no adverse consequence to the patient. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date: sometime in (B)(6) of 2013. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.